Event description:
The physician was attempting to use the penumbra system aspiration pump during a stroke case but noticed that the nut that connects the filter to the pump was stripped. Another pump was used successfully.

Manufacturer narrative:
(B)(4).